Event description:
It was reported that the procedure was to treat an unspecified artery. The hi-torque (ht) command 18 guide wire was used with a non-abbott micro catheter and was unable to advance more than 3-5cm down the micro catheter. Upon removal, a piece of "shearing" material was found and it is unknown if the piece of material is from the wire or the catheter. There is the potential a portion of the material remained in the patient. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire and micro catheter may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to advance/position the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/supporting device, coagulation of blood or procedural contaminates. Based on the limited information provided by the account, the investigation was unable to determine a conclusive cause for the reported difficulty to advance and peeling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.